Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up on (B)(6) 2021 with intermittent capture, high capture threshold, and decreased sensing from their right ventricular lead. Patient was checked again on the next day with similar measurements. Lead was repositioned on (B)(6) 2021. Patient was stable after the procedure.